Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Analysis indicated the mechanical operation of the balloon catheter was occluded. Analysis indicated damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to advance the dilator into the delivery catheter. It was noted there was high friction within the catheter, which made it difficult to advance the dilator. Later in the procedure, it was also difficult to advance the lead within the catheter. The delivery catheter was replaced to complete the implant procedure. It was also added that while preparing the balloon catheter on the table, the balloon did not deflate after inflation. It was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.